Manufacturer narrative:
The investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there were multiple blisters on abdomen after treatment. Reportedly the patient's discomfort (or pain) was managed during the treatment with topical anesthesia. The patient was reportedly alert and able to provide feedback to the clinician during the procedure . The highest energy level used was 5.5-6.0. The patient applied heat or ice post procedure and was prescribed deca (oral antibiotics) and spersin (topical ointment) according the initial contact information form.

Manufacturer narrative:
The treatment data-card and treatment tip were returned for evaluation. The treatment tip passed visual inspection, thermistor, leak and flow testing. An evaluation of the data card indicated error messages were prompted during the treatment to alert the operator is not maintaining full contact of treatment tip with skin. Since the treatment tip was not maintained in full contact with the skin the cryogen could not flow through the tip. This technique issue results in over-temperature errors of the treatment tip and leads to an unsafe treatment condition. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The treatment data-card and treatment tip were returned for evaluation. The treatment tip passed visual inspection, thermistor, leak and flow testing. An evaluation of the data card indicated error messages were prompted during the treatment to alert the operator is not maintaining full contact of treatment tip with skin and the hand-piece or foot pedal button was released before the rf tone/ delivery was complete. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the thermage system technical user's manual, burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment.

Event description:
Additional information: the blisters resolving, some scaring may remain.